Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: esbf2514c103ee, serial/lot #: (B)(6), ubd: 18-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a left limb stent graft stenosis was identified on the same date of the index procedure. No intervention was performed. The following devices were implanted: esbf2514c103 was in the abdominal aorta, etlw1620c156ee in the left iliac and the etlw1616124ee in the right iliac. Per sponsor assessment, on corelab review, this event was related to the device. The site confirmed that they did not observe any left limb stenosis and noted the configuration of the left limb is not considered to cause stenosis.